Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant, the patient implanted with this pacemaker experienced a hematoma. The patient was treated in the hospital to resolve the hematoma and was sent home with antibiotics. No additional adverse patient effects were reported. The device remains implanted and in service.